Event description:
Patient had a history of infection with previous pacemakers. Previous leads were noted to be st. Jude. Reference reports: mw5155392, mw5155393. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).